Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated. The reported iipv event was confirmed during device event log review. However, the device passed homechoice return instrument test/evaluation (rite) functional testing and homechoice rite electrical safety analyzer testing, and no failures or malfunctions were found that could have caused or contributed to the reported iipv event. The evaluation was completed but the investigation is still not complete. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The cause of the increased intra-peritoneal volume (iipv) identified in the device log was undetermined.

Event description:
The customer contacted baxter's technical service center to report high drain alarm 101 on the homechoice (hc) machine during use, patient not connected. This event meets increased intra-peritoneal volume (iipv) criteria. The registered nurse (rn) stated that the home patient (hp) had been in the hospital for unrelated reasons and that they were doing manual exchanges while in the hospital. The hp may not have drained prior to being placed on the hc after release from the hospital. The rn stated that she was caring for the hp during the last therapy and the hp reported no symptoms of iipv. The rn stated that she notified the peritoneal dialysis registered nurse (pdrn) of the high drain. The pdrn instructed the rn to proceed with therapy. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.